Event description:
It was reported that a balloon leak occurred. The patient was undergoing coronary angioplasty. The 50% stenosed target lesion was located in the non-tortuous and non-calcified 4.0 mm-diameter middle third circumflex artery. After a 0.014 choice guidewire was advanced into the lesion, pre-dilation was performed with a 3.50 x 15 mm emerge balloon catheter. 3.50 x 32 mm promus elite drug-eluting stent (des) was then advanced for treatment. The stent was positioned to be implanted, connected to an inflating syringe and 11 atm of pressure were applied. The balloon failed to expand and the stent could not be deployed. The stent was removed, saline solution was injected and exited through the distal part of the balloon through a visible pinhole. An additional stent was used to complete the procedure. No patient complications were reported.